Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "due to needle clogging, high cost medication was completely lost and put the patient and other people at risk. This resulted in delayed procedure and loss of high-cost medication, which could not be recovered due to clogging. The drug was retained in the needle hub, later there was leakage of the drug. Medicine: aflibercept. There was medicine leakage, however, there was no exposure due to the professionals were using equipment for individual safety."

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. The needle assembly came connected to a syringe. The syringe has the plunger rod-rubber stopper all the way down; it is empty. The needle assembly was removed from the syringe, the syringe was then filled with saline solution, the needle assembly was assembled back to the syringe. It was not possible to expel the saline solution. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not be determined on why the needle could not expel the saline solution. H3 other text : see h.10

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "due to needle clogging, high cost medication was completely lost and put the patient and other people at risk. This resulted in delayed procedure and loss of high-cost medication, which could not be recovered due to clogging. The drug was retained in the needle hub, later there was leakage of the drug. Medicine: aflibercept. There was medicine leakage, however, there was no exposure due to the professionals were using equipment for individual safety."